Event description:
According to the reporter, during a video-assisted thoracoscopic surgery (vats) upper lobectomy on the lung parenchyma during firing, the joint was damaged in a way that it became misaligned, not only firing, but removal also became impossible. Another reload and a manual handle were used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot#: p5e0783) sigphandle, sig power sigphandle handle, (serial#: unknown) sigpshell, sig power sigpshell control shell, (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. During functional testing, the unit was able to be fired without any issues. After firing, the adapter was reconnected to the medtronic software and no new errors appeared. Analysis of the testing handle data indicated that prior to calibration, the articulation mechanism was out of home position. It was reported that the joint was damaged in a way that it became misaligned, making removal impossible. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device was unable to fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of firing rod damage. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload, center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.